Event description:
It was reported that while servicing a unit as to an unrelated reported issue, the getinge field service engineer (fse), discovered that the fiber-optic door on the top enclosure panel of the cardiosave intra-aortic balloon pump (iabp) was missing. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue replaced the top enclosure panel (0997-00-0644) with labels (0334-00-1811 & 0334-00-1813). The fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).